Event description:
Reportedly during delivery of this stent, it compressed from 90mm to 45mm, so another stent was deployed to cover the lesion completely. No patient injury reported.

Manufacturer narrative:
Device not returned.